Event description:
Information received from the field notes that during a routine follow-up, although the patient had no symptoms, the device exhibited >1990 ohms atrial lead impedance. There was no evidence of atrial capture or sensing on the surface ECG lead that was being monitored. When programmed to unipolar, a "diminutive pacing stimulus artifact" was visible on the ECG.